Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The pc unit and pump module have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer wishes to return devices for investigation because of a possible overinfusion of IV fluid with 20 meg kc1/l. While responding to a pump alarm, the user discovered that there was less fluid remaining in the bag than expected. The infusion had started at 12:09 am at 100 ml/hr and was found at 06:29 am with only 100 ml remaining when there should have been approximately 350 ml. Although there was a small amount of fluid found inside the pumping chamber, it was not a sufficient amount to explain the 250 ml difference in expected versus actual volume remaining. The tubing was discarded. No report of pt harm or medical intervention. The customer did not provide any additional pt or event details.